Event description:
Suture breakage. Customer reports that suture broke repeatedly during femoral popliteal bypass surgery, having no alleged consequence to the pt. Outcome to pt does not denote adverse event. MDR regulations of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.